Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of essure device / malposition of essure device'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity and blood pressure high. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced migraine ("migraines") and fatigue ("fatigue"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced gastric ulcer ("ulcer") and gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced headache ("headaches"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, abdominal pain, vaginal discharge, fatigue, weight increased, gastric ulcer, gastrooesophageal reflux disease and pelvic pain outcome was unknown. And the mood swings, headache, dysmenorrhoea and vulvovaginal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, gastric ulcer, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 280 lbs. The left essure is located at the edge of the uterus right 3 to 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 31.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 10-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / malposition o fessure device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and blood pressure high. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced migraine ("migraines") and fatigue ("fatigue"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced gastric ulcer ("ulcer") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced headache ("headaches"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, abdominal pain, vaginal discharge, fatigue, weight increased, gastric ulcer, gastrooesophageal reflux disease and pelvic pain outcome was unknown and the mood swings, headache, dysmenorrhoea and vulvovaginal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, gastric ulcer, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 280 lbs. The left essure is located at the edge of the uterus right- 3 to 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: outcome of events dysmenorrhea, vaginal pain, mood swings, headache were updated from unknown to recovered/resolved. Event onset date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device / malposition o fessure device") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and blood pressure high. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastric ulcer ("ulcer"), gastrooesophageal reflux disease ("acid reflux") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, mood swings, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, abdominal pain, vulvovaginal pain, vaginal discharge, fatigue, weight increased, gastric ulcer, gastrooesophageal reflux disease and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, gastric ulcer, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6). The left essure is located at the edge of the uterus right- 3 to 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received - previously reported event "injury" updated to " abdominal pain", events- "hormonal changes describe: mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migration of essure device, migraines, headaches, dysmenorrhea (cramping, vaginal pain, vaginal discharge, fatigue, weight gain, ulcer, acid reflux,", reporter, lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.